Manufacturer narrative:
G4 - premarket / 510(k) #: k152401, k231176.

Event description:
It was reported that a balloon rupture occurred. The chronic total occlusion target lesion was located in a severely calcified and non-tortuous right coronary artery. A stingray lp catheter was selected for use. During the procedure, the device was positioned sub-intimal and was inflated for the first time at under 3 atm for under 3 seconds, at which point a loss of balloon pressure was observed and the balloon leaked and ruptured. The device was successfully removed from the patient in one piece, with no fragments left behind. Intravascular ultrasound determined there was no damage to the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient is expected to fully recover.